Event description:
It was reported that the patient had a nerve block and they might have used an MRI machine for that. Afterwards, she attempted to increase stimulation because, she was in excruciating pain. The patient was also having difficulty with the stimulator. She fell a month ago and since then the device would intermittently turn itself off while she was sleeping. She was also having times where she thought she should charge but it would look like the battery was full. She was not sure if it was the recharger or her stimulator that was off. Her device was last checked last (B)(6) and had not had the device checked since the fall one month ago. She had a pain management physician but he did not deal with stimulators. That was why she got a spinal injection. The patient had an appointment with her regular physician in 6 days and was going to look into getting a referral to someone that knew stimulators. 2 days later, it was reported that the implantable neurostimulator (ins) turned off on its own and the patient used the patient programmer (pp) to con firm that the device was off. After the fall, she thought the wires might be messed up. 6 days later, it was reported that the patient had to cancel her last appointment. Her pain stimulator was not working and she was in pain. She wanted a manufacturing representative (rep) to check the device. 4 days later, it was reported that the patient was having problems with the charger. The recharger showed the implant was fully charged in the morning and in the afternoon the recharger showed the implant was dead. Since the fall, she was having problems and bruised her tailbone when she fell. She was in pain and needed to see a rep to check the device. She had an appointment at the doctor¿s office to meet a rep but there was no rep present. The patient was offered troubleshooting with the charger but the patient had been using the device for a long time and knew what she was doing. A meeting was scheduled for (B)(6) at the patient¿s pain management physician. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that one electrode was over 10000 ohms and was resulting in a lack of therapy. Reprogramming was completed using the working electrodes. The patient was able to get the relief she was used to getting prior to the fall.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she met with a manufacturer representative in (B)(6) of 2015 because she was still not getting enough juice to take all the pain away. The patient was told they would repair her wires and replace the implantable neurostimulator (ins) during replacement on (B)(6) 2015, but actually only the ins was replaced. The patient needed her wires repaired or replaced and the healthcare professional would not do that. The patient needed a neurosurgeon to do that. Additional information received from the consumer reported that all that was done was a battery replacement. The patient had seven wires in the wrong places, and the patient was in very severe pain. Only one wire was connected, and it was noted that the patient had two wires. When the healthcare professional pulled the staples, the patient felt the wire hit her stomach wall with the last staple pulled. It was noted that the patient had never had staples before. The consumer also reported that the healthcare professional did "not repair [the wiring at] all or even try." In addition, the patient had been in and out of the hospital for a month; the patient was "still messed up" and in a lot of pain. The patient was not given clonazepam for "damage" or hydrocodone for the pain. The patient changed primary care physicians to get the referral she needed for a neurosurgeon. The patient stated she will contact the manufacturer to get reprogramming as the unit was currently off and she "had for over eight months." No outcome or further troubleshooti ng/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that they would be seeing the patient with the healthcare professional to determine if there were any issues with the stimulator on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that after a fall and prior to replacement, her system ¿messed up¿ and her ins felt like it was taze ring her. The fall messed up her wires; one was shorting up against another wire, as it got knocked over. The patient met with a manufacturer representative for reprogramming during the month of (B)(6) 2015 and some channels were shut off. The indication for therapy was other chronic/intract pain (trunk/limbs).

Event description:
Additional information received from the manufacturer representative reported that the lead wires did not need replacing. And impedance test was run and one electrode was showing high, but the rest of the lead was fine. The patient had complained that when her staples were removed at her post-op visit the healthcare professional had to pull one of the staples harder than the rest. The patient had pain from this and thought it affected the lead placement when it did not. The patient being in the hospital was related to withdrawal from pain medications she stopped taking and other issues. The implant was reprogrammed, staying away from the questionable electrode and the patient was very happy at the end of the visit.

Manufacturer narrative:
Supplemental (B)(4) no longer apply.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 399930, lot# j0519640v, implanted: 2005 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 399930, lot# j0519640v, implanted: 2005 (B)(6); product type lead. (B)(4).